Event description:
Complainant alleged that during routine shift check by a clinician, the device's manual override switch rotated 360 degrees and would not allow manual mode to be selected. The complainant indicated that there was no patient involvement in the reported failure.